Event description:
It was reported that, during a rotator cuff repair surgery, after placement of the healicoil pk anchor, about 10mm of the inserter shaft broke off in the anchor. All fragments from the inserter were removed by using a 3.8 mm awl to pry the entire implant out. The surgery was completed by using a larger s&n anchor. Surgery was delayed about 15 min. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6. The reported 4.5 mm pk sa healicoil anchor, used in treatment, has been returned for evaluation. Examination of the device showed the distal tip of the inserter shaft has broken at the weldment. The distal end of the shaft where it butts up against the tip is clearly deformed suggesting that excessive force was applied and was improperly torqued causing the tip to break off at the weld. Per the device instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ a review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.